Manufacturer narrative:
Additional information: based on the information received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, a device investigation of the explanted device is necessary to determine an exact root cause of failure. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly, the recipient was hit over the implant side with a stone on (B)(6) 2021. On (B)(6)2021 the recipient was checked, and the mother reported that he could no longer hear using the device. Re-implantation is considered. However, no date has been scheduled.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Reportedly, the recipient was hit over the implant side with a stone on (B)(6) 2021. On (B)(6) 2021 the recipient was checked, and the mother reported that he could no longer hear using the device. The recipient has been reimplanted on (B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user was hit over the implant side with a stone on (B)(6) 2021. On (B)(6) 2021 the user was checked, and the mother reported that he could no longer hear using the device.